Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect stat troponin-I results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 22198un21, through worldwide data. Return testing was not completed as returns were not available. Complaint activity review for lot 22198un21 identified normal complaint activity related to the issue. The trending review determined no trends were identified for the product related to the issue. The historical performance of reagent lot 22198un21 was evaluated using worldwide data from customers in the field. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 22198un21 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 22198un21. The device history record review determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 22198un21 was identified.

Manufacturer narrative:
Patient identifier: (B)(6). (Same patient). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false positive architect stat troponin-I result for a patient in the emergency room. The following data was provided (customer¿s reference range:7-30 ng/l): on (B)(6) 2021: sid (B)(6), drawn at 9:08 am: 30.8ng/l, rerun on this analyzer 35.8 ng/l, rerun on another analyzer 23.7 ng/l sid (B)(6), drawn at 1:14 pm: 2020.8 ng/l (discrepant result), rerun on this analyzer 20.5 ng/l, rerun on another analyzer 23.7 ng/l sid (B)(6), drawn at 3:40 pm: 43.1 ng/l, rerun on this analyzer 28.7 ng/l, rerun on another analyzer 23.3 ng/l the customer stated the physician did not question the result and called the physician with the correct result after the third draw. The customer was unable to provide information if there was any unnecessary treatment given to the patient. There was no impact to patient management reported.